Event description:
It was reported that an integrity stent was implanted in a patient post expiration date. The device was removed from its packaging and inspected as per IFU with no issues noted. Negative prep was performed successfully. The device did not pass through a previously deployed stent. No resistance was encountered during delivery or excessive force used.